Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device did not have any voice prompts when the on/off button was pressed and the device lid was opened. Without any voice prompts, the user would not be able to use the device on a patient, if needed.

Manufacturer narrative:
Brand name, in the initial medwatch report indicates: lifepak cr(r) plus defibrillator. Brand name, in the initial medwatch report should indicate: lifepak express(r) defibrillator. New information for supplemental medwatch:  physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio observed that the device powered on and provided voice prompts. Physio then replaced the lid reed switch per technical service update (tsu) 356 and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not conclusively be determined. UDI = (B)(4).